Event description:
A call was received from the customer's mother. The customer did a manual prime while connected to the pump customer was immediately taken to the hosp for possible overdelivery of insulin. Later, during troubleshooting, it was noted that the reservoir was seated properly in the pump. However, no alarm history was able to be retrieved as the safety check would not allow bypass of the rewind or manual priming modes. The customer's family acknowledged that the customer should have been disconnected before a manual prime or whenever manipulating the pump reservoir.